Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. In addition, a previously capped rv lead remain in capped. No additional adverse patient effects were reported. This lead was explanted.